Manufacturer narrative:
Results: a sample was not returned for evaluation a photo evaluation was done and confirmed a stopper defect. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported the stopper broken and blood leaked out of a 13x75 mm 2.0 ml bd vacutainer® plus plastic whole blood tube after it was transferred through the transport pipeline system. No medical interventions, no blood exposure to mucous membranes, no injury reported.

Manufacturer narrative:
Investigation: five photos were received and evaluated of the incident. The photos showed the defect as a stopper defect. The manufacturing records were reviewed with no issues being identified. There were no quality notifications for this incident. All final inspections comply with specification requirements. Based on the review of the pictures of the defect it appears that the stopper is a chopped stopper. As dies are sharpened spring pressure is greater and requires adjustment. Excessive spring pressure resulted in pads being picked up during the stamping process which lead to chopped stopper defects. Based on the stopper batch number these stoppers were manufactured in oct 2016. Conclusion: based on the investigation, the root cause for the ¿stopper defect¿ was determined to be excessive spring pressure. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Classes were taught on (B)(6) which included training on pad placement of mylar, how to handle reject baskets, sprayer and punch inspection, and mylar inspection. All die trim operators, utility operators, and casepack technical associates were present. All operators signed off on the training. Machinist are now performing die spring pressure adjustments every die sharpening as of (B)(6) 2016. This has improved the incidents of pads being picked up during the stamping process reducing chopped stopper defects.